Manufacturer narrative:
The subject sizer model 1127 is supplied with carpentier-edwards perimount aortic pericardial bioprosthesis model 2700. As indicated on the subject device's product labeling, information for use, " sizers and handles are supplied nonsterile and must be sterilized before using. They must be disassembled, cleaned and resterilized prior to each successive use. Sizers and handles are intended for multiple use as long as they are properly handled and inspected prior to each use. Sizers and handles should be examined for signs of wear, such as dullness, cracking or crazing, and should be replaced if any deterioration is observed." Product labeling also contains recommended conditions for sterilization of the subject sizers. Per follow up with the hospital, it was learned that the sizer in question was discarded during the case; therefore, device evaluation could not be completed. Edwards performed multiple follow ups to obtain the hospital sterilization methods, in addition to the number of uses of the subject sizer; no information was provided. Review of complaint database for the last two years indicates no similar events received for the sizer model number in question. Per the provided information and edwards investigation, it is likely that this event is related to wear and tear of the reusable sizer (multiple sterilization cycles), and failure by the user (surgical staff) to properly examine the device prior to use. No information to suggest a device quality deficiency related to this event, and no further action is required at this time.

Event description:
This report was received via a user facility medwatch #(B)(4) forwarded by the FDA to edwards lifesciences. Event description in the provided report states, " aortic valve sizer broke when being passed to surgeon. All pieces fell on floor new set of sizers opened. The product is a reusable sizer for aortic valves. It is not a implant. Product may have been at the end of its useful life. No harm to patient or staff. Another set of sizers was obtained and the case continued without incident. The age of the sizers is unknown." It was learned that the subject sizers were discarded and not available for return. No additional information provided.